Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and replaced the seals for the dilution probe aspiration pump (dip), the dilution probe discharge pump (dop), the dilution probe wash pump (dcp), and the reagent wash pumps (wp). Upon multiple follow-up visits, the cse replaced the dilution probe (dpev) valve, the sample aspiration (sp) pump, the check valve in the dilution probe line, and the 20 ml reagent holders. The cse ran precision testing and quality controls, which were acceptable. The cause of the discordant, falsely elevated gluh_3c results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated concentrated glucose hexokinase_3 (gluh_3c) results were obtained on five patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The customer performed calibration and repeated the patient samples on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gluh_3c results.